Event description:
The patient underwent a laparoscopic nissen fundoplication to repair an esophageal herniation. During the procedure, a small portion of a suture needle, a 2-0 surgidac endo-stitch with an es-9 taper needle, broke off. Health professional's impression: defective suture vs patient anatomy?